Event description:
Customer reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the customer performed the fill tubing step and resumed insulin delivery.